Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels as high as 400 mg/dl. At the time of report, the customer's bg level was 257 mg/dl. The bg level was addressed with a manual injection. The cause of the elevated bg was unknown. Reportedly, the customer declined troubleshooting with tandem's technical support.